Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of an erroneous low result for (B)(6) patient tested for troponin ths (high sensitive) on a cobas 6000 e 601 module. The erroneous result was not reported outside of the laboratory. The patient was first tested at approximately 11:00 a.m. And the troponin t hs result was 204 ng/l. A new sample was obtained at 1:45 p.m. And the troponin t hs result was 8.94 ng/l. This sample was repeated at 3:13 p.m. And the result was 188.9 ng/l. The sample was repeated again at 4:09 p.m. And the result was 192.8 ng/l. There was no allegation that an adverse event occurred. The troponin t hs reagent lot number was 295258. The expiration date was not provided. The qc data provided from (B)(6) 2018 was within range. Qc data was not provided from the day of the event. Calibration from (B)(6) 2018 was within expectations. During a review of the alarm trace, abnormal sample aspiration alarms were observed from the day of the event.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.